Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint as a pinhole leak at proximal end of the distal balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent deformity in the balloons which resulted in eventual leak under pressure or the balloons may have seen higher stress during insertion. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. A pinhole leak was observed when the pressure was increased up to 45psi. The leak was noted at the proximal end of the distal balloon. In addition, lumen crosstalk test was performed, capping the "out" luer and connecting the pressure inflation device to the medial, distal and proximal luer. The catheter was pressurized and no leak was noted with all the three lumens. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint for icy catheter leak with lot # 71353 under ccr 32024 reported on (B)(6) 2017. The reported leak was not confirmed during evaluation.

Event description:
A (B)(6) years old female patient weighing around (B)(6) kg was hospitalized and an intravascular temperature management was needed. A zoll icy catheter was inserted. The insertion was smooth, shortly after the insertion, blood was noted inside the catheter. The catheter was replaced and therapy was resumed without any issue. No patient consequences reported.